Event description:
An error message appeared on the carto system stating, "check mapping catheter connection." This prevented the procedure from continuing. A new catheter handle was used and did not fix the problem. The catheter was replaced with a duplicate, brand-new catheter. This fixed the problem. There was not any patient harm involved due to this issue.